Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis previously on (B)(6) 2018 and after that they were hospitalized on (B)(6) 2018. The customer blood glucose level was 600 mg/dl and 386 mg/dl at the time of incident and the current blood glucose of the patient was 100 mg/dl and 200 mg/dl. The customer experienced symptoms such as feeling very weak, vomiting, abdominal pains. The customer was treated with visit to emergency room and insulin drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08770 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).